Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the implantable pulse generator (ipg) site. The patient underwent a procedure where the ipg was replaced with another of a different model, however it is unknown if cultures were taken nor if medication was prescribed. The patient did well post-operatively. Additional information has not been provided despite good faith efforts.